Event description:
It was reported that an out-of-regulation (oor) message appeared on the pt's programmer and she was unable to turn her neurostimulator off. A clinician programmer also showed the oor message when the device was interrogated, and a message appeared stating, the delivered amplitude for indicated programs may be lower than programmed due to low impedance, and instructed the user to check electrode impedance and programs and reduce the number of active electrodes

Manufacturer narrative:
(B)(4).